Event description:
It was reported that the system had inappropriate shocks due to t-wave oversensing. Attempts to program around the sensing situation were unsuccessful. The doctor explanted the entire system and replaced it with a trans-venous system. There were no additional adverse patient effects.